Event description:
It was reported to covidien that the display was missing segments. No patient harm was reported.

Manufacturer narrative:
The customer's complaint was verified. The ui pcb was replaced. (B)(4).